Event description:
It was reported that the patient was prescribed antibiotics for an infection at two catheter sites.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. It was reported that the patient was prescribed antibiotics for an infection on two catheter sites. The information provided indicated that the patient developed an infection after the use of the on-q pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event become available, I-flow will submit a follow-up report.